Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from the united kingdom that the attachment device was leaking oil. It was reported that after sterilization the device was used with a colibri device and the jammed and was not oscillating. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional information b5: during subsequent follow-up with the customer additional information was obtained. The reporter clarified that the small battery drive device worked fine, it is the attachment that has the issue.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the attachment device, and the reported condition that the device was leaking oil was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device was jammed, and corroded. It was determined that the most relevant root cause could be linked to improper reprocessing. The assignable root cause of these conditions was determined to be traced to environmental conditions. It was further determined that the most probable cause for the cracked housing was improper handling by the user (user error). A review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly. UDI ¿ (B)(4). Please note that the incorrect serial number (B)(6) was inadvertently entered into the initial medwatch report. Additional information received from the affiliate states that the correct serial number is (B)(6). Also, the incorrect date of manufacture (dom) (july 12, 2017) was inadvertently entered into the initial medwatch report. Please note that the correct dom (may 3, 2016) has been obtained and entered in the section d4 and h4 of this supplemental medwatch report. The UDI has been updated accordingly.